Event description:
Patient called back and states also for a few months left side of head is numb.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they feel shocking from top of their head, to the side of the neck, to the top of the battery pack. They further stated the sensation feels like "the tongue on top of the battery". They have two sensations, one is like shocking when the finger is in an electrical socket. The other sensation is a constant buzzing feeling at the neck. The physician checked and the system is running fine. Possible fluid short scenario was reviewed. It was suggested the patient work with the healthcare provider (hcp) to see about turning therapy off and if the sensation goes away. No cause was known and it is unknown if there were any circumstances that led to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had been experiencing ¿electrical charges¿ going through their head. The consumer stated about six months ago they heard clicking in their head, and about two weeks ago they felt a shock at the top of their ear, and two days ago they felt a small electrical shock that lasted a few seconds from the top of their ear to the top of the implantable neurostimulator (ins). The consumer continued to feel that sensation the following days, and yesterday they felt a shock behind their eyeball that woke them up. It was confirmed the consumer hadn¿t had any falls. The consumer wanted to know what to do as they already saw their healthcare provider (hcp) who ran diagnostic tests on the system and determined everything was okay with the system, but they continued to experience the shocking sensation. The consumer was redirected to their hcp.